Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient said she had been in so much pain that she was in the emergency room until midnight last night. Patient said 3 days later that she just got out of the hospital yesterday and is heading to the doctor because of a lot of pain. Patient stated she is not tracking her data and is in too much pain to talk with anyone. Patient walked away from the phone and did not return. No further patient complications are anticipated or expected as a result of this event.